Event description:
A patient was coded for a cardiac event. While attempting to charge for defibrillation soon after defibrillator was brought into patient's room; defibrillator reported battery related error and ceased to function.